Event description:
It was reported that the device was in back up vvi mode while in package. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the device being in backup vvi mode while still in the original packaging was confirmed in the laboratory. The device was placed in a cold temperature chamber and was found in backup vvi mode. The cause of the backup vvi is believed to be caused by exposure to cold temperatures.